Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the device met manufacturing specifications. The reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
This is report 3 of 3 for the same event. It was reported that during a cochlear implant surgical procedure the attachment device was "overheating". The planned surgical procedure was completed successfully without delay as a spare identical device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.